Event description:
According to the reporter, the device's voice prompts are inaudible when it is powered on. There was no patient associated with the report.

Manufacturer narrative:
Physio-control will submit a supplemental report on this event to the FDA as provided.